Event description:
The customer reported 4 incidents of air in blood alarms followed by the pt's becoming symptomatic. Three incidents were on a phoenix machihe, (refer to this report, MDR 9616240-2007-00016, and MDR 9616240-2007-00018) and one on phoenix (refer to MDR 9616240-2007-00019). The pt was on treatment for 46 minutes when the machine had multiple air in blood alarms. The staff estimated that it took approx 5 minutes to clear the air in blood alarms. Following this, the pt complained of shortness of breath. The pt was placed on his left side and had his oxygen increased to 4 liters from his pre-incident setting of 2 liters. The pt's oxygen saturation was 95%. The pt complained of being hot and flushed. Within 15 minutes the pt's symptoms resolved and the treatment was completed without further incident.